Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right knee : revision of total knee arthroplasty. Update: revision due to scar tissue and lack of mobility.

Manufacturer narrative:
An event regarding range of motion involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not received for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right knee : revision of total knee arthroplasty. Update: revision due to scar tissue and lack of mobility.